Manufacturer narrative:
E3: occupation: inventory specialist. The complaint was reassessed and deemed reportable based upon the investigation of the actual sample. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found. Visual and microscope inspections of the actual sample obtained the following results. The coil marker had been protruded from the distal end. The distal end of coil had been torn. The distal end of catheter collided with some object and fell inward. Longitudinal abrasion was found on the side of catheter. No tear was found in the distal end of coil of the product with the involved product code. X-ray fluoroscopic inspection of the inside of actual sample obtained the following results. The coil marker was unraveled to the center, and the section where winding wire density for a coil was high (marker part) could not be confirmed. The inner layer was not peeled off over the entire length. Confirmation of the inside of actual sample after disassembly obtained blood clots found inside the catheter. Therefore, it was inferred that although it was described in event information that "out of the package the navicross appeared to be frayed", the actual sample had been used. Simulation test: [test method] - pulling force was applied to the coil in a looped state and made it to fracture. [Test result] - the distal end of coil was torn. This condition was likely to be similar to that of the actual sample. Since the fractured piece of coil was not returned, it is possible that it remains in the patient's body. Based on the investigation result, it was likely that the actual sample had been used, and the coil was fractured. The coil was likely to have fractured due to the following mechanism. However, since the details of procedure were unknown, the cause of occurrence could not be clarified. The inner layer was scratched due to some factor (e.g., abrasion by blood clots). Subsequent device operation pulled the coil toward the distal direction, causing it to unravel. Since external force was applied to the coil, it was fractured. Instructions for use (IFU) of this product includes the following warning and directions for use: "[warnings and precaution] warning: carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product." "[Directions for use] 3. Advance the guide wire and the product to the target vessel under fluoroscopy." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that out of the package, the navicross appeared to be frayed. The product did not encounter the patient. The case was a peripheral superficial femoral artery (sfa) intervention. A new navicross was used. No patient injury was reported. The type of procedure performed was a peripheral intervention. The estimated blood loss was none. No equipment or other devices were used with the product involved. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d4: UDI, d4: catalog number, and d4: model number.